Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. Customer loaded a new cartridge to resolve the issue. Reportedly, the customer was filling the cartridge using cold insulin and not performing the air removal step. Customer loaded a new cartridge to resolve the issue.